Event description:
This is a non-us complaint. The complaint occurred in (B)(6). The consumer stated a tampon cam apart upon removal and tampon pieces remained inside of her.

Manufacturer narrative:
Device history record could not be reviewed as consumer did provided the incorrect lot code. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.